Event description:
Removal surgery is scheduled for (B)(6) 2013.

Manufacturer narrative:
Visual inspection showed part of one locking recon 6x32 hole plate was returned with no etching visible. The section of the plate returned has eight holes. The plate appears to have been cut and or broken on each end of the plate based on the fracture pattern visible on the plate ends. Two unidentifiable screw heads with partial screw bodies remain in the plate near the broken end, two additional holes appear to be worn and the remaining four holes appear to be unused. There was significant marring and scratches along the length of the plate. The plate was bent primarily out of plane, the degree and quantity of bends is not determinable. Manufacturing evaluation revealed that the material was determined to be as specified. Due to the nature of the complaint and the as received condition, pertinent dimensions could not be determined. Root cause is unknown from a manufacturing standpoint. Product development evaluation revealed the following. In review of the provided x-ray image, the plate broke on the posterior lateral portion of the plate resulting in a five hole segment remaining attached laterally and a fourteen hole segment remaining attached medially. The broken end of the medially attached plate penetrated through the soft tissue resulting in the noted plate protrusion in the complaint description. An eight hole portion of the medially attached plate was returned for evaluation. The duration of time that the plate was implanted until breakage is unknown. The extent of the original mandible reconstruction and whether a bone graft was utilized is not known. According to locking reconstruction plate technique guide (B)(4), a bone graft is required to be implanted when a mandible resection is performed as stated on page 5, plate fracture is possible when a plate bears the entire functional load for an extended period. Implantation of bone graft, immediately or at a later date, is necessary to support the construct. The extent that the patients co-morbidities, in particular the cancerous tumor, contributed to this complaint is not known. In addition the dietary restrictions of the patient are unknown so identifying the bite forces applied to the plate is not possible. From a design perspective, the cause of the noted plates breakage is unclear.

Manufacturer narrative:
Device used for treatment and not diagnosis. Patient scheduled for surgery (B)(6) 2013.

Event description:
This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Explant took place (B)(6) 2013. Device was returned and is entering into the complaint system. The investigation is ongoing. (B)(4).

Event description:
Patient was implanted with locking reconstruction plate on an unknown date approximately ten years ago. It was reported the plate has migrated through the bone of the patient. Patient is scheduled for surgery 04/12/2013 for a reconstruction of a cancerous tumor in the mandible. During the surgery, the surgeon will remove a portion of the plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was 10 years ago (2003), date unknown. Patient is scheduled for surgery on (B)(6) 2013. The surgeon will remove a portion of the plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.